Event description:
It was reported that abutment screw fractured in the patient's mouth. It was part of the prosthetic work.

Manufacturer narrative:
The returned product was visually inspected. Upon observation, the screw was confirmed to be fractured. The abutment screw was fractured at the top of the threads, and show signs of wear and corrosion. The hex head is likewise worn and appears to be stripped. The complaint is confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.